Event description:
It was reported that a patient who underwent an x-stop procedure at levels l3/l4 and l4/l5. The patient had pain relief for approximately 6 months. Subsequently the patient underwent a laminectomy. No other information was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.